Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, a 45-year-old female patient underwent myomectomy in hospital on (B)(6) 2023 (specific surgical methods were unknown). The surgeon used sxpp1a406 for fibroid wound sewing in the way of continuous suturing during surgery. During sewing, the needle tip broke (the broken length of needle was about 1.5 mm). The surgeon immediately gave the patient x-ray examination to assist in looking for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body, a new suture (specific product information was unknown) was replaced to continue the sewing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and barbed suture was used. During the operation, the uterine fibroids were removed and sutured. After the needle was removed through the muscular layer, the doctor found a 1.5mm defect at the tip of the needle. The defect was immediately searched under x-ray guidance, and the three parties verified that the needle was intact. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Did the tip of the needle was bent? Was there any patient consequence or injury? Was any other tissue damaged as a result of searching the needle? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.